Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by visually seeing no diluent being pumped into the reservoir from inside the analyzer. While troubleshooting, fse found the connection plug was loose. Fse then reattached the connection plug and the pump began working as intended. As a preventive measure, fse secured the connection to the pump in order to prevent future loose connection. Fse repaired and validated the analyzer by successfully performing priming, quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (2012) air detected (diluent). Cause: there is no contact with the liquid after diluent suction. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due the loose connection plug.

Event description:
A customer reported error message ¿2012 air detected (diluent)¿ on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2), luteinizing hormone (lh ii) and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.